Event description:
Following intraocular lens (iol) surgery, the consumer reported he was unable to read the newspaper out of his new lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints,reported for this lot number.